Manufacturer narrative:
Pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump error 38 alarm was recorded and found in the formatted history file on: 10/30/2023 21:57:00.000, 10/31/2023 09:08:26.000, 10/31/2023 09:09:50.000, 10/31/2023 18:02:23.000, 10/31/2023 18:04:15.000, 10/31/2023 19:52:31.000, 10/31/2023 19:53:07.000, 10/31/2023 19:53:49.000, 10/31/2023 19:55:05.000, 10/31/2023 19:58:28.000, 10/31/2023 20:00:45.000, 10/31/2023 20:14:22.000, 10/31/2023 20:24:00.000, 10/31/2023 20:26:40.000, 10/31/2023 20:27:58.000, 02/08/2024 09:41:00.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Please see below for pump errors/alarms noted 2 days prior to the event date 31-oct-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 10/30/2023 06:34:00.000, 10/30/2023 06:44:00.000 10/31/2023 07:29:00.000 10/31/2023 23:34:00.000, 10/31/2023 23:44:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: 10/31/2023 10:33:25.000, 10/31/2023 10:43:00.000 10/31/2023 18:03:31.000, 10/31/2023 18:08:24.000 10/31/2023 20:00:25.000, 10/31/2023 20:10:26.000 10/31/2023 20:30:26.000, 10/31/2023 20:40:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 10/30/2023 22:05:53.000 10/31/2023 09:06:17.000 10/31/2023 19:56:55.000 10/31/2023 19:57:13.000 10/31/2023 23:50:25.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 10/30/2023 22:03:50.000 to 10/30/2023 22:50:30.000 10/30/2023 23:00:00.000 10/31/2023 01:48:48.000, 10/31/2023 01:49:07.000, 10/31/2023 01:59:00.000 10/31/2023 08:35:06.000, 10/31/2023 08:35:27.000, 10/31/2023 08:35:49.000 10/31/2023 08:45:00.000, 10/31/2023 08:45:31.000, 10/31/2023 08:55:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no/low power battery. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the motor, force sensor and vibrator assembly noted. Pump error 38 alarm during the rewind test was confirmed, problem isolated on the motor. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 38 alarm during the rewind test was confirmed, problem isolated on the motor. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). No harm requiring medical intervention was reported. Troubleshooting was performed and cleared the alarm and rewind successfully but the test was not completed. The customer will discontinue using the device and will be returned for analysis.